Event description:
It was reported there were channel errors. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of channel errors can¿t be confirmed. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as neither the device nor the dataset was returned for investigation.bd alaris¿ channel error tip sheet, states, a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The bd alaris¿ system performs a self-check during power up. The pc unit should beep, no errors should occur, and if a module is connected, all led segments should flash. If the bd alaris¿ system fails the self- check, remove the failing pc unit or module from use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel errors was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there were channel errors. This was reported to bd representatives during their site visit. There was patient involvement but no harm.